Event description:
The pump was returned for investigation. Investigation revealed an intermittently responsive ok keypad button and contamination under keypad button contacts. This report is made based on results of investigation completed on 10/22/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. (B)(6).